Event description:
It was reported that the user experienced recurring early-morning low glucose events, with fingerstick values around 66 mg/dl, and used oral glucose (approximately 15 grams of carbohydrate) to treat each event; customer support provided education and advised the user to consult a trainer or clinician for therapy adjustments. Symptoms included feeling edgy, sweating, and a sensation of increased heart rate consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no impact on activities requiring medical evaluation or hospitalization. Investigation included a review of the reported event and provision of user education and troubleshooting. Investigation of this case revealed no device malfunction reported and that the user¿s pump alerted as expected during low glucose episodes. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate device alerts and user self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.